Event description:
The service report shows the customer reported that an 840 ventilator stopped cycling while on a pt. There was no pt harm or injury associated with this event. The nellcor puritan bennett customer support engineer (cse) verified malfunction. The cse replaced the bdu pcb. The unit passed extended self testing.